Manufacturer narrative:
A getinge field service (fse) evaluated the unit. Complete replacement of the doppler ultrasonic device to restore correct operation. Final result: operational tests performed with positive results. This is not a getinge manufactured device and therefore getinge cannot perform the investigation or any investigation activities. Any recurrences of failures associated with this device will be forwarded to the supplier manufacturing this device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) portable doppler battery does not work. There was no patient involvement.